Manufacturer narrative:
Info is anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic anterior resection procedure, 2nd firing of blue reloaded was used on distal bowel resection. Upon taking out of specimen, it was found that 2nd firing of blue reloads did not engage while knife was cut through out tissue. No staples were found on either side of colon on 2nd reload. Another reload was needed to transect distal colon below faulty staple line caused by the 2nd blue reload.